Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a screw was difficult to install within the patient's bone during surgery. There was delay of greater than 30 minutes associated with the screw installation. The screw was able to be placed but the surgeon was unsure if the screw was fully installed and therefore placed a patch over the screw and associated plate to prevent any rubbing against surrounding tissues. Additionally, intra-op imaging showed the screw was bent within the bone. There were no reports of patient impacts associated with the delay.